Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. C51339) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia and back pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), amnesia ("memory loss / memory disturbances"), dizziness ("dizziness/faintness"), blood pressure increased ("increase in blood pressure"), visual impairment ("visual disturbance"), adenomyosis ("adenomyosis"), migraine ("migraines"), dyspepsia ("digestive problems") and malaise ("malaise"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy via the vaginal route on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, blood pressure increased and visual impairment outcome was unknown and the genital haemorrhage, fatigue, arthralgia, myalgia, amnesia, dizziness, adenomyosis, migraine, dyspepsia and malaise had resolved. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, blood pressure increased, dizziness, dyspepsia, fatigue, genital haemorrhage, headache, malaise, migraine, myalgia, pelvic pain and visual impairment with essure. Diagnostic results: pathology report showed inactive follicular endometrium, adenomyosis, healthy cervix, and healthy fallopian tubes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-may-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database 2786 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: c51339 production date: 01-may-2014 expiration date: 31-may-2017. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. C51339) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia and back pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), amnesia ("memory loss / memory disturbances"), dizziness ("dizziness/faintness"), blood pressure increased ("increase in blood pressure"), visual impairment ("visual disturbance"), adenomyosis ("adenomyosis"), migraine ("migraines"), dyspepsia ("digestive problems") and malaise ("malaise"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy via the vaginal route on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, blood pressure increased and visual impairment outcome was unknown and the genital haemorrhage, fatigue, arthralgia, myalgia, amnesia, dizziness, adenomyosis, migraine, dyspepsia and malaise had resolved. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, blood pressure increased, dizziness, dyspepsia, fatigue, genital haemorrhage, headache, malaise, migraine, myalgia, pelvic pain and visual impairment with essure. Diagnostic results: pathology report showed inactive follicular endometrium, adenomyosis, healthy cervix, and healthy fallopian tubes. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2017: information from health authority - medical history; essure removal dates and procedures; and pathology report conclusion. The outcome of events bleeding, adenomyosis, joint and muscular pain, migraines, digestive problems, fatigue, dizziness, memory disturbances, malaise was also provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and bleeding (seen as genital bleeding). Essure was removed via bilateral salpingectomy and total hysterectomy. The reported events are regarded as anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal, uncharacterized pain, and genital bleeding may occur. Pelvic pain and genital bleeding may have multiple causes. In this case, the event started after insertion and surgery to remove essure was required. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was initially received via regulatory authority (B)(4) on 07-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. C51339) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headaches"), amnesia ("memory loss"), dizziness ("dizziness"), blood pressure increased ("increase in blood pressure"), syncope ("faintness") and visual impairment ("visual disturbance"). The patient was treated with surgery (removal of insert on bilateral salpingectomy and total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fatigue, arthralgia, myalgia, headache, amnesia, dizziness, blood pressure increased, syncope and visual impairment outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, blood pressure increased, dizziness, fatigue, headache, myalgia, pelvic pain, syncope and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. Essure was removed via bilateral salpingectomy and total hysterectomy. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after insertion and surgery to remove essure was required. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.